Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on a patient with left axillary insertion, the console alarmed leak in iabp circuit with loss of augmentation. Soon after, blood was seen in the iab. The console was stopped. The doctor was notified and or called to replace the iab. There was no reported injury to the patient.